Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer disconnected the call; unable to send replacement product and unable to make contact with her on follow-up attempts. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI (B)(4). Note: unable to contact the customer via telephone at call backs on 11/21/2017, 11/22/2017 and 11/28/2017. Unable to send product notification to customer as no address on file.

Event description:
Consumer reported complaint for e-5 error: test strip error. Daughter is calling on behalf of the customer. The e-5 error occurred as soon as the blood sample was absorbed. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer reported feeling weak and tired. The customer declined the need for medical attention at the time of the call. During the call on (B)(6) 2017, a blood test was not performed by the customer; the customer had disconnected the call. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 12/29/2019 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.